Manufacturer narrative:
The customer biomed technician serviced the machine and returned the unit to service. Customer contact reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported that the system shutdown during a case resulting in the loss of mechanical ventilation. Patient was manually ventilated. The unit was rebooted and case resumed. There was no report of patient injury.